Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device used for treatment, not diagnosis this report is for unknown zero-p construct, unknown quantity, unknown lot. UDI: unknown part number, UDI is unavailable. (B)(4). The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided.

Event description:
This report is being filed after the subsequent review of the following journal article, stienen, martin n. And et all."anterior cervical discectomy and fusion; is surgical education safe?¿ acta neurochir (2015) 157: 1395-1404 switzerland article. This was a retrospective study of all consecutive patients undergoing anterior cervical discectomy and fusion (acdf) surgery between january 2011 and august 2014. Groups were divided into surgeon experience based on teaching and non-teaching cases. Several different instruments and constructs were used during the surgeries including zero-p. The listed complications did not differentiate between devices only between surgeon experience, however, the complications can not be ruled out for zero-p. Complications are listed below. Revision surgery; new neurological deficit; nerve palsy. This report is for an unknown zero-p construct.